Event description:
It was reported to manufacturer that the vns epilepsy pt passed away. Further follow up with the pt's treating neurologist revealed that the pt died in her sleep while at home. The physician was not aware if an autopsy was performed and there was no death certificate available. The neurologist does not believe that the death is related to vns therapy. The pt was last seen by the neurologist in 2009, where device diagnostics revealed normal device function. Good faith attempts to obtain the cause of the pt death have been made, but have been unsuccessful to date.